Event description:
Patient received emergency room treatment for erratic blood glucose levels.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation has not yet been completed. The patient's mother reported that the patient was not consuming all of her meals and therefore was receiving more insulin than she actually required. The patient's mother also reported that the patient was experiencing hives due to an allergic reaction to cats, and was subsequently diagnosed with bronchitis.